Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 06-jul-2015. The most recent information was received on 10-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), back pain ("back pain/ persistent pain in back") and genital haemorrhage ("bleeding/ excessive bleeding /I bled pretty much the entire time essure was implanted in me") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use any birth control". The patient's past medical history included psychological disorder nos, clotting disorder, multigravida, parity 2 (birth date : (B)(6) 2003 and (B)(6) 2010), miscarriage in 2009, parity in 2010, genital bleeding, back pain and shortened cervix. Previously administered products included for an unreported indication: birth control pills from 2003 to 2008. Concurrent conditions included uterine bleeding and adenomyosis. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2015 to (B)(6) 2015 for mood altered and clonazepam (klonopin) since 2009 for panic attacks. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and mood altered ("moodiness"). On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting for days"), abdominal pain ("severe cramping"), headache ("headaches"), weight increased ("weight gain"), pain in extremity ("leg pain/ persistent pain in legs"), arthralgia ("hip pain/ joint pain") and pain ("body aches daily"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), investigation noncompliance ("essure confirmation test was not performed"), depression ("depression") and malaise ("feeling sick all the time"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery (hysteroscopy, d&c, novasure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, back pain, genital haemorrhage, abdominal distension, weight increased, pain in extremity and mood altered had resolved and the investigation noncompliance, vaginal haemorrhage, abdominal pain, headache, depression, arthralgia, malaise and pain outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, depression, genital haemorrhage, headache, malaise, mood altered, pain, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had not claimed allergic to nickel or any other component of essure.she wasn¿t advised of any complication or problem that occurred at the time of essure placement procedure. She had not retain the essure or any portion of it. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Event pelvic pain outcome updated. Lab test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5042293) on 06-jul-2015. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), back pain ("back pain/ persistent pain in back") and genital haemorrhage ("bleeding/ excessive bleeding /I bled pretty much the entire time essure was implanted in me") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, clotting disorder, multigravida, parity 2 (birth date : (B)(6) 2003 and (B)(6) 2010), miscarriage in 2009, normal delivery (live child) in 2010, genital bleeding, back pain and shortened cervix. Previously administered products included for an unreported indication: birth control pills from 2003 to 2008. Concomitant products included escitalopram oxalate (lexapro) in (B)(6) 2015 for mood altered and clonazepam (klonopin) in 2009 for panic attacks. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and mood altered ("moodiness"). In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and mood altered ("moodiness"). On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting for days"), abdominal pain ("severe cramping"), headache ("headaches"), weight increased ("weight gain"), pain in extremity ("leg pain/ persistent pain in legs"), arthralgia ("hip pain/ joint pain") and pain ("body aches daily"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), investigation noncompliance ("essure confirmation test was not performed"), treatment noncompliance ("following essure placement procedure, she did not use any birth control"), depression ("depression") and malaise ("feeling sick all the time"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, investigation noncompliance, treatment noncompliance, vaginal haemorrhage, abdominal pain, headache, depression, arthralgia, malaise and pain outcome was unknown and the back pain, genital haemorrhage, abdominal distension, weight increased, pain in extremity and mood altered had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, coagulopathy, depression, genital haemorrhage, headache, malaise, mood altered, pain, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter provided no causality assessment for investigation noncompliance and treatment noncompliance with essure. The reporter commented: she had not claimed allergic to nickel or any other component of essure. She wasn¿t advised of any complication or problem that occurred at the time of essure placement procedure. She had not retain the essure or any portion of it. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 16-nov-2017: events bloating, moodiness, pelvic pain, depression, feeling sick, investigation noncompliance, treatment noncompliance are added. Events weight gain, bleeding , back pain , leg pain , joint pain were updated. Historical conditions, pregnancy , miscarriage, live birth , psychological disorder are added. Concomitant drug added. Historical drug added. Product , patient and reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.